Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the front panel did not light due to a water invasion that corroded the printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had all leds on the control panel light up. The error occurred shortly after replacing the bulb, the test image and the endoscope image were reported to have appeared. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the printed circuit board was corroded due to water intrusion inside the device, causing the front panel to blink. Regarding the water intrusion, a cause could not be determined. Olympus will continue to monitor field performance for this device.